Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained an alleged erratically high blood glucose result of ¿400 mg/dl¿ on the subject meter; however, she was unable to recall the specific date and time. The patient manages her diabetes with 37 units of lantus insulin each morning and night, and novolog insulin which she adjusts based on a sliding scale. She reported that after obtaining the alleged inaccurate result she made no changes to her management routine and administered 37 units of lantus that night. She reported that the next morning, she felt ¿jittery and nervous¿ and obtained a blood glucose result of ¿80 mg/dl¿ on the subject meter. (The reported time difference of greater than 20 minutes and the intervention of medication, make the comparison against the previous evening¿s result of 400 mg/dl, invalid). The patient denied receiving any treatment for her symptoms beyond her normal diabetes care and management routine. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure and the comparative results had been taken from the same, approved sample site. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Jittery and nervous, after the alleged product issue began.